Manufacturer narrative:
B5: updated with additional information. H6: patient code updated to reflect code 2645.

Event description:
Additional information was received indicating the product problem (a system alarm fault) was observed during testing. There was no patient involvement.

Manufacturer narrative:
One smiths medical medfusion was returned for analysis with no external damage noted on the device. Event log history was performed and indicated that backup audible alarm post error was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced the main board and that cleared up the problem, it was noted that the pump had a blue token supercap. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited intermittent system failure. No adverse effects were reported.